Manufacturer narrative:
(B)(4).

Event description:
The report states that "the head of nursing reports that when inserting the introducer and passing the guide, it does not reveal a hole in the device, for this reason the device is not used". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn# (B)(4). Upon further review it was determined that this was not a reportable event, thus, the initial MDR submitted on 29 march 2024 should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that "the head of nursing reports that when inserting the introducer and passing the guide, it does not reveal a hole in the device, for this reason the device is not used". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.